Manufacturer narrative:
Clinical symptoms (cardiac arrest): the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow / pump suction: the pump was not returned for investigation, and the data log was not provided or available on the remote server. Without the returned product and sufficient clinical information, the cause of the low pump flow and suction issue could not be determined. The pump (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that patient decompensated and coded in the cath lab. Impella was placed but unable to give adequate flows due to suction. Patient was coded for 26 minutes, 8 epinephrine pushes and 11 rounds of compressions resulted in persistent pulseless electrical activity (pea) continually. Medical doctors (md) spoke with family and code was stopped at around 15:39 pm. It was reported that the patient expired at explant.